Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2023 and suture was used. During the procedure, the needle broke in half within the eyeball while suturing the orbit. The surgeon was unable to retrieve the needle. The surgeon spent 20-30 minutes to openly dissect the eye to locate the needle. A magnet was attempted. The surgeon was unable to find the needle. The patient was sent for an x-ray on (B)(6) 2023. The x-ray confirmed the 5mm suture was identified in the left orbit. There are no plans for a follow up surgery at this time. The patient is being closely monitored. The patient was given post operative antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure (name of the eye procedure)? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used/location of suture placement? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Does the piece/device remain retained in the patient's tissue? If retained, are there plans for removal of any remaining fragments? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? Were the antibiotics given prophylactically? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information: h6 - type of investigation codes.